Event description:
Additional information received reported the lead had migrated per hcp assessment. It was reported the patient did heavy lifting at work and also suffereda fall from a chair hitting her back the following week which was believed to be the cause of the migration. It was reported the patient had an undesirable change in stimulation. It was reported the patient was no longer feeling stimulation in the area of her pain.

Event description:
It was reported that a revision was planned for (B)(6) 2013. It was noted that the reason for the revision was unknown at the time of the report. It was reported that the patient¿s status was alive at time of the report. It was noted that the patient experienced an unknown stimulation/therapy issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the revision was completed as scheduled on (B)(6) 2013. It was stated the patient was "overdischarged at revision" and that "they were able to trickle charge the implantable neurostimulator (ins) enough to check impedances and give groups afterwards." It was reported the patient's left lead was tested intraoperatively and gave rib stimulation and was moved "slightly medial and down." It was further reported the patient's right lead was tested and provided "good bilateral stimulation." It was stated the leads were left as tested and the patient "had good coverage postoperative." It was noted "nothing was implanted or explanted." Eleven days following the revision procedure, it was noted the patient still had not fully recharged their ins. It was stated the patient "was not feeling stimulation high enough in the current group and had not tried other groups." It was reported the patient was not using her stimulator at that time and that she had new groups added for her to try.